Manufacturer narrative:
The failure of the cannula detaching from the pump housing was unable to be confirmed because neither product nor console data logs were returned; no visual evidence was provided by the user facility of the failure for investigation. If additional information is obtained a supplemental report will be submitted.

Event description:
The complainant reported that the physician were preparing for placement of an impella cp in a (B)(6) female patient. During the placement the left femoral artery was accessed. The impella cp was placed and ramped on. A femstop was applied to the left groin, and the oozing slowed. After about 10 more minutes the patient's pressure dropped and groin was again bleeding. Manual pressure was applied. A distal aortagram was performed that revealed a patent vessel in the left groin common femoral with sluggish flow and no flow past the access site. The impella was removed due to no flow in the patient's left leg. The concern was that the proglide had failed and was occluding the artery and that a dissection was present. Vascular surgery was consulted and the patient was taken to the or for a cut-down & vascular repair. The physician and staff reported that the patient would not have survived without impella support.